Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose of 396 mg/dl. The patient later noted a leaking infusion site, and upon removing the infusion set, a bent cannula was observed. A full supply change was completed, after which insulin delivery resumed. The patient reported feeling sluggish and having a headache. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.